Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2023-(B)(6) 2024. Section e1: first/given name: information unknown/not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed 1 other complaint has been received for this production order number and it was a duplicate complaint that was voided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a toric intraocular lens (iol) was post-myopic prk (photorefractive keratectomy) and preoperatively was accounted for. The patient, however, had a refractive surprise in the left eye (os). And turned out to be bcva (best corrected visual acuity) of 20/70 and was much more myopic than expected as the surgeon aimed plano. The patient had no residual cylinder in os thanks to the toricity but is having issues with one eye so near sighted and right eye (od) far sighted. Od turned out fantastic (20/15) and has no complaints in that eye. An explant is planned for the iol in the patient's left eye. Through additional information received, it was learned that the bcva (best corrected visual acuity) pre-operative (op) was 20/40 and vision post-op was ucva (uncorrected visual acuity) 20/80. The target was plano before cataract surgery; however, the patient's os is bcva of 20/80 and requires -2.00 sphere prescription to reach the 20/20 goal. The patient has distorted vision and depth perception issues. The iol exchange is scheduled for (B)(6) 2024. Through follow up, it was learned that the explant occurred on (B)(6) 2024. Another johnson & johnson lens (zcu100 model and 17.5 diopter) was implanted as a replacement. On the first postoperative appointment, the patient had moderate corneal edema and a moderately elevated iop (intraocular pressure). After continuing with eye drop regiment and glaucoma drops has been lowered down into a more typical range. The patient is now off of their glaucoma drops and is finishing the postoperative eye drop regiment as per standard for cataract surgery. There was no patient injury. There was no medical or surgical intervention outside of standard of care. The patient is doing well postoperatively. The patient has a follow-up appointment on (B)(6) 2024. The lens is not available for return. No other information was provided.